Event description:
Family member called to report that the patient had been obtaining low bg on the surestep meter. The patient obtained bg readings like 16, 17 and 6 mg/dl. Family member verified that meter was set to mg/dl. Test strips were open less then 4 months; however, the confirmation window is a light shade of soft pink. The other side of the test strips were the blood is applied is bright pink color. Family member did not have access to other test strip bottles to confirm the color of other test strips. Ccr is replacing the test strips.